Event description:
The tech alleged that the head of the bed is not articulating up when the button is pushed. No pt impact.

Manufacturer narrative:
The tech replaced the head up valve solenoid to resolve the issue.